Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material on the forceps channel, suction channel, forceps mouthpiece, angle knob, connector, and suction cylinder could not be determined. The instruction manual identifies verbiage associated with reprocessing that may have prevented the phenomenon for each of the aforementioned areas. "Chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope]: 1. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¿inspection of the objective lens cleaning function] keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." "Chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. ¿inspection of the instrument channel¿ 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve. " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". ¿inspection of the endoscope¿ 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ¿inspection of the suction function¿ 2. Immerse the distal end of the insertion tube in sterile water with the endoscope¿s instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. ¿inspection of the instrument channel] 1. Insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve. " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". ¿inspection of the endoscope¿ 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. ¿inspection of the instrument channel] 1. Insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve. T " chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ ¿inspection of the endoscope¿ 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. " chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ ¿inspection of the endoscope¿ 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. " chapter 3 preparation and inspection 3.2 inspection of the endoscope, 3.4 attaching accessories to the endoscope and 3.6 inspection of the endoscopic system". ¿inspection of the endoscope¿ 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. ¿attaching the suction valve¿ 1. Align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder. 2. Attach the suction valve to the suction cylinder of the endoscope (see figures 3.17 and 3.18). Confirm that the valve fits properly without any bulging of the skirt. Also confirm that the valve cannot be rotated. ¿inspection of the suction function¿ 1. Place the container of sterile water and the endoscope at the same height. For the inspection, adjust the suction pressure to the same level as it will be during the procedure. 2. Immerse the distal end of the insertion section in sterile water with the endoscope¿s instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 3. Release the suction valve. Confirm that suction stops and the valve returns to its original position." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, no air was fed. Due to clogging of nozzle, no water was fed. In addition to evaluation in b5, the adhesive on bending section cover had white-clouded area. The adhesive on the bending section cover had a crack. Connecting tube had a scratch. Paint on suction cylinder was peeled. Due to wear of angle wire, the play of up/down knob was out of the standard value. The objective lens had a crack. The light guide lens had a crack. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The nozzle was deformed. The plastic distal end cover had a scratch. The distal end was dirty. Due to wear of flexibility adjustment ring, flexibility adjustment function did not work. The connecting tube had a wrinkle. Paint on air/water cylinder was peeled. The switch button 2 had a scratch. Reprocessing of subject device air/water nozzle the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if there was a delay in the start of precleaning. It is unknown if the air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. The endoscope was presoaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle/channel was flushed with a detergent solution. Reprocessing of subject device control section, universal cord, connector the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if there was a delay in the start of precleaning. It is unknown if there were any abnormalities in the accessories used for reprocessing. The endoscope was presoaked in a detergent solution. The external surfaces of the endoscope were wiped/brushed with clean lint-free cloths, brush, or sponge. Reprocessing of subject device instrument channel, suction channel, instrument channel port/suction cylinder the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign material adhered to the endoscope. It is unknown if there was a delay in the start of precleaning. The instrument/suction channel was aspirated with water. It is unknown if there were any abnormalities in the accessories used for reprocessing. The endoscope was presoaked in a detergent solution. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brush, or sponge. The instrument channel, instrument channel port and suction cylinder were brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera colonovideoscope had poor air/water supply during preparation for use. The unspecified procedure was completed using a replacement device. There was no report of procedural delay or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: the nozzle was clogged with foreign material, foreign object came out of the forceps channel, foreign material came out of the suction channel, foreign matter adhered to the forceps mouthpiece, foreign matter adhered to angle knob, foreign matter adhered to the connector and foreign matter adhered to the suction cylinder. The foreign material was due to insufficient cleaning and reprocessing of device.